Manufacturer narrative:
Investigation evaluation: it was reported after childbirth; a patient lost about 400ml of blood. The surgeon placed a cook bakri postpartum balloon with rapid instillation components to treat post partum hemorrhage (pph). The balloon was filled with fluid, there was a leakage and the liquid would reflux back into the drainage bag, so a new balloon was immediately replaced with a new one. The postoperative examination found that there was a leak in the inner tube at the junction of the injection port and the drainage catheter connection. After the device failed,100mlof additional blood was lost. A total estimated blood loss of 500ml. There was no blood transfusion administered. A video was provided showing what appears to be a leak from the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One cook bakri postpartum balloon with rapid instillation components was returned for evaluation without package or label. Visual examination noted no damage to the device. The balloon was inflated with water, and a leak between the lumens was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other related complaints associated with device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after childbirth; a patient lost about 400ml of blood. The surgeon placed a cook bakri postpartum balloon with rapid instillation components to treat post partum hemorrhage (pph). The balloon was filled with fluid, there was a leakage and the liquid would reflux back into the drainage bag, so a new balloon was immediately replaced with a new one. The postoperative examination found that there was a leak in the inner tube at the junction of the injection port and the drainage catheter connection. After the device failed, 100ml of additional blood was lost. A total estimated blood loss of 500ml. There was no blood transfusion administered. A video was provided showing what appears to be a leak from the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 ¿ phone: (B)(6). H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.